Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an abrasion from the garment rubbing her skin the lifevest. It was reported that the abrasion had been bleeding. The abrasion was treated with an antibiotic and a bandage by nursing home staff. Follow-up indicated that the abrasion was healing.